Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to replicate the reported event, however, analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Programmer passed functional and systems tests. Analysis also found the system fan was noisy. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was noise when using the analyzer. The programmer worked after a restart. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.